Event description:
Healthcare professional reports blood leak noted by blood in the dialysate compartment during the onset of pt treatment with use of the ct190g dialyzer. Dialysate testing confirmed a leak in the dialysate compartment of the dialyzer. The dialyzer was reused, amount of times unk. The disposables were replaced and the treatment was completed without incident. Estimated blood loss of 115cc. No pt injury or medical intervention required.